Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that the cuff moved or slid and did not stay in place. The catheter was removed.

Manufacturer narrative:
During the DHR review for lot 1508400100, (B)(4) was found; however, it was determined not to be related to this event. The product released under this lot, was manufactured with process parameters within specifications, the DHR review showed that the correct materials were used. According to (B)(4), during visual inspection for this lot, it was noticed that there was a gap in the adhesive application of the cuff. The lot was placed on hold status. After ncr investigation, it was determined that the failure was caused by an incorrect glue application. Glue application is a manual process. According to the ncr's disposition, a rework was done by performing a 100% inspection to this product and defective product was scraped. All DHR's are reviewed for accuracy prior to product release. A sample was returned for evaluation. The sample consisted of one curl cath 62 cm 2 cuff, product ID 8811313010. The sample consisted of one pd catheter. The catheter came inside a plastic bag and it presented signs of use (remains of blood). Visual inspection was performed and revealed that the one cuff was detached from the catheter; the other cuff was not received in sample. Glue residues and traces of cuff filaments were found all around the catheter shaft at the position where the cuff was located originally. Moreover, the sample was received cut in two parts. Based on the sample evaluation, the cuff dislodgment was confirmed; however there are a number of reasons that may cause the cuff to dislodge. No defects were found in the glue application marks (no glue application gaps). Defects related to manufacturing operations are discarded, since the device shows evidence of properly glue application it presents felt filaments. Based on the sample information, it is not possible to establish the source of the reported event to determine if this failure is manufacturing related. According to the sample analysis, it was concluded that the characteristics found of the sample (no glue application gaps) are not consistent with the defect addressed in (B)(4) (gaps in glue application). Based on the above information, this complaint event is not related to the ncr recorded for the involved lot. Process failure mode and effect analysis and dfmea (B)(4) were reviewed in order to identify potential causes associated with this event. Based on this investigation, the most possible causes are related to misuse (catheter exposed to excessive force or jerking motion during use). As per the instructions for use, it is necessary to perform a visual inspection prior to using the device. Do not use the catheter if it appears damaged or defective. Catheter tubing can tear when subjected to excessive force or rough edges. Do not use a sharp, jerking motion or undue force; this may tear the catheter. Free the cuff and surfaces from the tissue prior to removal. Based on the sample evaluation, the device was used therefore it could perform as intended for a particular time. Additionally, based on the DHR review the product left the manufacturing site conforming to specifications. Based on the above, there is a possibility that it could be exposed to misuse (catheter was exposed to excessive force or jerking motion during use). No triggers or trends have been found, no harm was reported for this complaint. This defect is not confirmed to be manufacturing related. No further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedures, manufacturing performs 100% visual inspection during production, which would avoid cuff defects in the catheter assembly. This complaint will be used for tracking and trending purposes.